Event description:
Same case as 2134265-2011-04286. It was reported that during completion of a rotational atherectomy procedure, the rotation of the burr was unable to be stopped. The lesion was located in the mid right coronary artery (rca). After successfully completing rotational atherectomy with a 1.5mm rotablator burr catheter, the burr was being removed in dynaglide mode. Once the burr had exited the body, the physician was unable to stop the rotation of the burr with the foot pedal. When the physician would use the foot pedal in the usual manner to stop rotation, it would not stop the rotation. At the same time, an unusual noise was heard from the console. Next, an attempt was made to dial the rpm's down on the console without success. The burr rotation was eventually stopped by turning the power switch on the console off. The procedure was completed with the placement of two promus stents in the mid and distal rca. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the dynaglide foot pedal was received with the dynaglide air hose connector missing the check valve assembly. During testing the console and foot pedal were tested together using a rotalink 1.75mm burr. The maximum rotational speed in turbine was 221 krpm - the speed was set to and maintained 180 krpm and 190 krpm. Additional secondary findings consisted of: the initial rotational speed in dynaglide mode was 64 krpm, slightly decaying to 58 krpm and the foot pedal dynaglide air hose connector is missing the check valve assembly. The missing part does not appear to affect console functionality. The foot pedal functioned properly, readily activating/deactivating the burr rotation and switching the console between turbine and dynaglide modes. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is was unable to be confirmed since the console / foot pedal combination controlled the burr rotation properly and did not exhibit any unusual noises. (B)(4).

Event description:
Same case as 2134265-2011-04286. It was reported that during completion of a rotational atherectomy procedure, the rotation of the burr was unable to be stopped. The lesion was located in the mid right coronary artery (rca). After successfully completing rotational atherectomy with a 1.5mm rotablator burr catheter, the burr was being removed in dynaglide mode. Once the burr had exited the body, the physician was unable to stop the rotation of the burr with the foot pedal. When the physician would use the foot pedal in the usual manner to stop rotation, it would not stop the rotation. At the same time, an unusual noise was heard from the console. Next, an attempt was made to dial the rpm's down on the console without success. The burr rotation was eventually stopped by turning the power switch on the console off. The procedure was completed with the placement of two promus stents in the mid and distal rca. No patient complications were reported and the patient's status is okay.